Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned 9 sponges of product code 7148 outside of the primary package and without the band. The samples were evaluated for the reported condition and clearly showed that only 9 sponges were accounted for instead of the appropriate 10. A device history record review could not be performed because the lot number provided by the customer is not a valid lot number. The lot number provided corresponds to a different product code. A root cause for the reported condition is attributed to the manufacturing process when a sponge was accidently removed from a stack of sponges. This process could lead to a stack that should contain ten sponges to have a shortage of sponges within the stack. This can potentially occur when handling the product, during the packaging stage of processing. A formal corrective and preventative action (CAPA) has been opened to address the issue described in the compliant. This issue will be reviewed during the monthly report out for the factory. No further corrective action is required at this time. There are no changes to the quality control sampling plans deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date: 10/01/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with x-ray detectable sponges. The customer states they received 9 instead of 10 gauze in the pack.